Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. Philip's international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the battery was not holding a charge. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.